Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The insulin pump was not dropped or bumped and not exposed to moisture. The drive support cap did not appear to be damaged. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. No compromised force sensor system alarm was noted during testing. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the prime/fill anomaly. The pump passed the self test, displacement, unexpected restart and all operating currents. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.